Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to the helix being caught during lead insertion causing the helix to extend. This rv lead was replaced with a different model, not implanted and will be returned for analysis. No adverse patient effects were reported.